Event description:
It was reported that this programmer's screen was unresponsive when a threshold test was run. Technical services (ts) suggested programming options so that backup pacing occurs if they were to run a threshold test on pace dependent patient in the future. Ts provided instructions on how to download the files for review. The programmer remains in use. No adverse patient effects were reported. Additional information received indicates ts reviewed the reports and recommended replacing the programmer. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that this programmer's screen was unresponsive when a threshold test was run. Technical services (ts) suggested programming options so that backup pacing occurs if they were to run a threshold test on pace dependent patient in the future. Ts provided instructions on how to download the files for review. The programmer remains in use. No adverse patient effects were reported. Additional information received indicates ts reviewed the reports and recommended replacing the programmer. No adverse patient effects were reported.

Event description:
It was reported that this programmer's screen was unresponsive when a threshold test was run. Technical services (ts) suggested programming options so that backup pacing occurs if they were to run a threshold test on pace dependent patient in the future. Ts provided instructions on how to download the files for review. The programmer remains in use. No adverse patient effects were reported.

Event description:
It was reported that this programmer's screen was unresponsive. The health care professional (hcp) was concerned to run a threshold test as they were not sure if they could stop the test. Technical services (ts) suggested programming options so that backup pacing occurs if they were to run a threshold test on pace dependent patient in the future. Ts provided instructions on how to download the files for review. The programmer remains in use. No adverse patient effects were reported. Additional information received indicates ts reviewed the reports and recommended replacing the programmer. No adverse patient effects were reported. Additional information received indicates that the programmer was not returned for analysis and still remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: incident description. Correction to field h11: additional MFR narrative. The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.